Manufacturer narrative:
Additional testing of reserve samples met acceptance criteria.

Event description:
A distributor advised that a clinician reported to have had a patient come down with an infection. Based on limited correspondence, the clinician may have used portions of one membrane on several patients. As per the IFU, this product is for single use only and open, unused product must be discarded. It is unknown if the product was removed or replaced, or if there was any additional treatment to resolve the reported infection.